Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. The device had minor scratches on the display window, cracked case at the display window corners, and cracked reservoir tube lip. There was no moisture damage inside pump. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer advised they keep the insulin pump in their bra and it got wet. Troubleshooting for keypad anomaly was performed and customer stated that the buttons work intermittently. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.